Event description:
The customer reported that the filament regulator error displayed on the system. No patient injury reported.

Manufacturer narrative:
This MDR is related to ge healthcare. Results - error code displayed. The ge service rep greased the high voltage cables and batteries. He calibrated filaments and could not duplicate the errors. The system is operating as intended.